Event description:
It was reported by the rep the device was used during an unk procedure. It was reported the port site was bleeding, said to be caused by dilating tip trocar. Rep does not know all details such as size of trocar, how trocar was used, and any complication with trocar, etc.